Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was having an allergic reaction to the lifevest and developed a bleeding irritation under the therapy electrode pads. The patient's pharmacist recommended a cream to use on the irritation. Follow-up indicated that the skin irritation was improving.